Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550 , model: nm-3138-55, serial: (B)(4), batch: (B)(4). Product family: dbs-ipg-r-MRI, upn: m365db1200s0, model: db-1200-s, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent a revision procedure to explant the deep brain stimulator (dbs) implantable pulse generator (ipg) and two lead extensions due to high impedances on both sides. The physician noticed that the patient had the high impedance issue at the beginning of the year, but the exact date is unknown. The high impedances started on the left lead at contact 8 and by november, the impedances had progressed to both the right side and left side. The physician stated that the lead extensions were damaged due to the patients upper body dyskinesia. It was noted that the patient has severe upper body, head, and neck dyskinesia. The physician determined that that ipg was not causing the high impedances at the time the patient was brought to the operating room (or). New lead extensions were placed into the current ipg and they did not exhibit any high impedances. The surgeon then made the decision to replace the ipg since the device was exposed during the procedure. As a result, new lead extensions and a new ipg were implanted.

Manufacturer narrative:
The returned lead extensions nm-3138-55 serial number (B)(6) were analyzed and x-ray inspection revealed that multiple cables were fractured within the connector. Excessive tensile force was exerted onto the lead extension connector causing the two cable fractures. The physician stated that the lead extensions were damaged due to the patients upper body dyskinesia. Additionally, a visual inspection revealed severe damage and exposed wires on the lead extension. The lead extension body has burn marks and a section of it is melted. It appears that the lead extension body was exposed to electrocautery, causing the lead extension insulation damage. This type of damage is a result of a typical explant procedure. The returned ipg db-1200-s serial number (B)(6) was analyzed and visual inspection revealed that port c and d septa were damaged and missing a piece. However, both set screws were still able to be engaged without any issues. All impedance measurements were within normal range when known good leads were inserted. A labeling review was performed for both lead extensions nm-3138-55 serial number (B)(6) and did not reveal any anomalies. The instructions for use (IFU) states that weakness, muscle spasms, shaking, restlessness, or problems with movement and failure or malfunction of any part of the device, including but not limited to battery leakage, battery failure, lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, whether or not these problems require device removal and/or replacement are known risks with the use of deep brain stimulation. A labeling review of was performed for the ipg db-1200-s serial number (B)(6) and did not reveal any anomalies. The IFU states that pass the hex wrench through the hole in the septum located on the front or back of the ipg header and tighten each set screw until the hex wrench clicks, indicating lock and if you experience difficulty when inserting the lead, lead extension, splitter, connector, or port plug, use the hex wrench to loosen (counterclockwise) the set screw and/or gently rotate the lead to help advance the proximal end. Additionally, weakness, muscle spasms, shaking, restlessness, or problems with movement and failure or malfunction of any part of the device, including but not limited to battery leakage, battery failure, lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, whether or not these problems require device removal and/or replacement are known risks with the use of deep brain stimulation. Based on all available information, technicians confirmed through technical analysis that the high impedance measurements were caused by a lead extension connector fracture. The lead extensions became damaged when excessive mechanical, tensile force was exerted and caused the cables to fracture within the connector. Technical analysis of the ipg revealed that it appears that the torque wrench was inserted and removed from the septa, causing both tears to each septum opening. However, both set screws were still able to be engaged without any issues, and all impedance measurements were within normal range. A labelling review was performed for all devices and found that the reported event of lead extension breakage is a known possible risk with the use of deep brain stimulation.

Event description:
It was reported that the patient underwent a revision procedure to explant the deep brain stimulator (dbs) implantable pulse generator (ipg) and two lead extensions due to high impedances on both sides. The physician noticed that the patient had the high impedance issue at the beginning of the year, but the exact date is unknown. The high impedances started on the left lead at contact 8 and by november, the impedances had progressed to both the right side and left side. The physician stated that the lead extensions were damaged due to the patient's upper body dyskinesia. It was noted that the patient has severe upper body, head, and neck dyskinesia. The physician determined that ipg was not causing the high impedances at the time the patient was brought to the operating room (or). New lead extensions were placed into the current ipg and they did not exhibit any high impedances. The surgeon then made the decision to replace the ipg since the device was exposed during the procedure. As a result, new lead extensions and a new ipg were implanted.